Event description:
Additional information was received indicating that a procedural delay occurred as a result of the infold.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012580927); product type: 0195-heart valves; implant date: non-implantable device product ID l-evolutfx-34 (lot: 0012564411); product type: 0195-heart valves; implant date: non-implantable device h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure using the evfxplus 34mm valve in a patient with a heavily calcified bicuspid aortic valve with a calcific raphe between the left and right cusps, a pre-implant balloon dilation was performed. A fluoroscopic check was performed following the valve load, which showed no misloading. During the initial deployment attempt, the valve was under expanded and an infold was observed. The patient¿s blood pressure dropped. When the infolding was recognized, the valve was quickly recaptured into the delivery catheter system and withdrawn from the patient. The blood pressure returned to baseline. Subsequently, the valve was downsized to a 29mm valve due to the bicuspid anatomy, and the new valve was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the capsule of the delivery system the valve was discolored showing evidence of blood contact. The valve was received in a crimped state. The outflow aspect showed an elliptical appearance and inflow aspect displayed a reniform appearance. As received, all leaflets appeared in a partially closed state with a notable gap between all free margins. All leaflets were stiff and dry, with minimal flexibility. Leaflets showed evidence of creases and frame imprints. Creases and imprints were also noted along the outer wrap. All commissures appeared intact. All sutures appeared intact. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded, with the inflow and outflow aspects resolving. However, the valve appeared to retain a compressed state. It is possible the retained compressed state may be associated with the valve having been inside the capsule of the delivery system for an extended period of time. There were no signs of bends or kinks to the frame. Due to the returned condition of the valve, a frame sizing verification and deployment sim ulation could not be performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.